Event description:
It was reported that during a scheduled vena cava filter retrieval, imaging demonstrated a detached filter arm in the vena cava. The detached arm was successfully removed with a snare. The pt was asymptomatic and there was no reported pt injury.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There was no thing found to indicate that there was a manufacturing-related cause for this reported event. This is the only complaint for this lot number for this failure mode. The device has not been returned for evaluation to date. The investigation is currently underway.